Manufacturer narrative:
The clinical staff believed that the value at the transmitter was correct and that the central nurse's station (cns) was false alarming. The customer was educated on lead placement and the learn ECG function, which when corrected, resolved the issue. No patient harm was reported.

Event description:
The nurse reported that the transmitter displayed a heart rate value that was 1/2 the value of that at the central nurse's station (cns).

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018,(B)(6) at (B)(6) general reported the cns (pu-621ra sn:(B)(6)) was alarming, showing double the heart rate than the telemeter on 1 patient. Customer felt the telemeter was correct but the cns was way too high. Service requested: troubleshooting/assistance. Service performed: nk clinical support educated customer on lead placement and learn ECG. Issue was resolved. Heart rate calculations were correct. Investigation result: the root cause is determined to be use error/education. Issue was resolved with the assistance of nk clinical support. This issue is not suspected to be caused by deficient device or design. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? Additional information ; h3. Device evaluated by manufacturer?; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Event description:
The nurse reported that the transmitter displayed a heart rate value that was 1/2 the value of that at the central nurse's station (cns).